Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed that the image was not displayed due to the malfunction of the charged coupled device (ccd) unit or cable unit. The malfunction of the cable might have been caused by user operation, and the malfunction of the ccd unit seems to be a material degradation, which was caused by ultraviolet rays of the ccd sensor.

Manufacturer narrative:
The device was not returned evaluation. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the 4k autoclavable camera head was unable to produce image on the screen. There was no harm or user injury reported due to the event.